Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt did not have stimulation. The pt advised that she had not recharged in approx 3-4 months. Three pt programmers did not communicate with the ipg. A replacement charging system did not resolve this issue. The physician removed and replaced the ipg on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.